Event description:
It was reported that ineffective therapy was reported. Programming did not resolve. X-ray confirmed that the left lead migrated. As a result, surgical intervention was undertaken on 15may2026 where lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.